Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements one month post implant. A lead perforation was suspected as the patient had symptoms consistent with perforation with rv pacing outputs programmed greater than 3.5 volts. A revision procedure was performed. The physician attempted to reposition the lead; however, the helix would not retract. The lead was successfully explanted by rotating the whole lead counterclockwise and a new lead was successfully implanted. No additional adverse patient effects were reported. The return of the lead is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found the helix was slightly stretched out with dried blood around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Testing of the helix mechanism was performed. The helix mechanism itself was found to be functional, however, due to the helix being slightly stretched, it could no longer be fully retracted into the helix housing. Laboratory concluded the difficulty retracting the helix was due to the mechanism being stretched likely as a result of the revision/explant procedure.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements one month post implant. A lead perforation was suspected as the patient had symptoms consistent with perforation with rv pacing outputs programmed greater than 3.5 volts. A revision procedure was performed. The physician attempted to reposition the lead; however, the helix would not retract. The lead was successfully explanted by rotating the whole lead counterclockwise and a new lead was successfully implanted. No additional adverse patient effects were reported. The return of the lead is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time. The product has been received for analysis.